Event description:
The pt received his scs system, including an ipg, on (B)(6) 2006. The pt reported he has not charged or used his ipg for the last 12 months. As a result, the ipg has no telemetry and no output. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.